Event description:
The customer called technical support (ts) and reported that the device has a blower temperature high error 1122 message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was advised to replace the air inlet filter and run the unit for 48 hours. The biomed customer is reporting the unit has run for 48 hours without logging a 1122 diagnostic code. It was advised to reset the error log. The customer replaced the air inlet filter to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.